Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was returned for evaluation. Investigation revealed the sideport tubing had detached. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a sideport detachment that was noted during analysis.